Manufacturer narrative:
(B)(4). S/w version unknown retainer ring = black. Customer returned pump for alleged cosmetic damage at the battery tube case on event date (B)(6) 2022. Pump received with an unresponsive center/home button. Unable to perform the displacement test, self test or verify stuck button alarm due to unresponsive center button. Unable to download history and trace files due to unresponsive home button. Pump passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing keypad traces and electronic assemblies were inspected and evidence of moisture damage on keypad traces. The following were noted during visual inspection: scratched case, missing display window cover, torn keypad overlay, cracked case - corner of belt clip rails, cracked case (battery tube), corroded battery tube and battery tube threads - cracked. Cosmetic damage confirmed at cracked case (battery tube). Unresponsive home button problem due to corroded keypad traces. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was a crack in insulin pump case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.